Event description:
The customer reported that during a manual bolus of fluoruracil they observed a leak between the texium and the smartsite. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. Although requested, no add'l info provided.

Manufacturer narrative:
(B)(4). Sample involved in this event was discarded and will not be returned. No failure investigation could be performed.